Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, an electrical arc was observed when discharging energy to the patient then the device displayed a "bridge test failed" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction of the device displaying a "bridge test failed" message was duplicated and the bridge board was replaced to remedy the condition. The customer did not return the associated electrodes as part of this investigation. The event report states that the patient was not properly prepped which could have attributed to the customer report of arcing. However, root cause cannot be firmly established. Analysis for reports of this type has not identified an increase in trend.